Manufacturer narrative:
(B)(6). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036134 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1036134 test base part number 190-430/ lot: m168322. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036134 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported a unconfirmed fasle positive result with the ID now covid-19 assay on performed on (B)(6) 2022 directly tested on a nasopharyngeal swab (copan flock). Customer confirmed patient was suffering with 3/7 onset myalgia/arthralgia + lethargy, night sweats, diarrhoea and anorexia. No additional patient information, including treatment and outcome, was provided.